Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 08/09/2018. Device summary evaluation: a visual examination was performed on the returned balloon. The balloon shell was noted to be discolored, as it was green in appearance. One opening was noted on the anterior portion of the balloon. The opening was circled in blue ink. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the balloon shell. Under microscopic analysis, five openings were noted on the anterior portion of the balloon shell. All openings on the anterior portion of the shell were noted to have striated edges, consistent with damage from a surgical tool. Two additional openings were noted on the posterior portion of the balloon shell. Both openings on the posterior portion of the shell were noted to have striated edges, consistent with surgical damage from device removal activities. Three non-penetrating nicks/marks were noted on the anterior portion of the balloon shell. Orange, black, and yellow particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
Medwatch sent to FDA on 07/31/2017. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon.

Event description:
Reported as: a patient with the orbera intragastric balloon was vomiting. Ultrasound/echography did not show any thing abnormal. Patient vomited again violently the following date. A gastroscopy showed a large pocket of air visible in the balloon causing a significant volume increase. Physician explanted the balloon and the patient's symptoms stopped immediately and was doing well.